Manufacturer narrative:
G1: mfg contact info updated. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no leakage or device defect found. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The event happened on various days. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the client was seen twice a week between (B)(6) 2025 that the 3 way stop cock leaking on multiple occasions, the reporter at first thought it was not connected appropriately. The reporter received multiple calls from patient that dressing is leaking, no output in drainage bags. The leak always came from 3 way stop cock connections. Visits done and equipment all well placed, but still leaking, requiring multiple dressing changes to nephrostomy sites. There were 8-10 units involved in multiple incidents. There was a risk of infections.